Event description:
It was reported by maude report that patient underwent knee arthroplasty on (B)(6) 2012. During procedure, cutting block fractured during use. One of the posts on cutting block fractured off into the patient's knee and had to be removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.